Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The scope was re-cultured at the site and tested negative for microbial growth.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). An olympus ess was dispatched, on february 15, 2019 to perform an onsite inspection on the user facility¿s automatic endoscope reprocessor (aer). The ess reported that the aer inspection was performed prior to the first use of the day. The filters on the aer are changed every 4-6 months and the last filter change was january 17, 2019. The aer recommends maintenance every 6 months. There were no errors observed during the aer¿s cycle. The disinfection process of the water supply piping was performed in accordance with the IFU.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility regarding the reported event and was informed that the facility uses medivators rapicide pa as a cleaning and disinfection solution. The endoscope is pre-cleaned immediately after every case in accordance with the manufacturer¿s recommendations. The endoscope¿s channel is being brushed during manual cleaning with a single use us endoscopy ¿duo swift brush (00711619). The endoscope is leak tested prior to manual cleaning with a verinetrix leak tester by medivators. The endoscope is then placed in the facility¿s medivators advantage plus 2.0 automatic endoscope reprocessor (aer). The minimum effective concentration is being checked after every case. The aer¿s last preventative maintenance was in september 2018. After reprocessing the endoscope is hung in a ventilated endoscope cabinet. The date of the facility's last reprocessing in-service is unknown. The facility ¿s reprocessing staff has changed since the last in-service as one technician has left and two new reprocessing technicians are now in rotation. However, all of the facility¿s reprocessing personnel is trained on how to properly reprocess an endoscope. The facility¿s scope undergoes routine maintenance. As part of our investigation, an olympus endoscopy support specialist was dispatched on feb 26, 2019 to observe the techniques of the facility¿s technician who reprocessed the pms scope. The ess reported that there were no deviations noted with the technician reprocessing method. In addition, an olympus engineer was dispatched to observe the sampling techniques and noted the following deviations: during preparation card was brought in the room. The sampler¿s sterile gloves were not changed after preparation step. The sampler¿s ppe was sliding off during sampling.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus lugdunensis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d4, d10, g4, g7, h2, h3, h6 and h10. An olympus boroscope was used to perform a visual inspection of the biopsy and suction channels of the received device. A scrape noted inside the biopsy channel is located at the entry near the distal end opening at approximately 30mm. The suction channel was inspected and has no damages or abnormalities present within the channel. Additionally, there are no signs of foreign substance or material inside the channels. The scope passed the leak test. The OEM has requested that the scope be held pending possible further testing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. The OEM reports that the root cause for the reported event can be attributed to the following: although no sampling procedure deviations were observed, improper sampling procedure is a potential causes of contamination.